Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (20 mg at 4.61685 mg/day) and bupivacaine (8 mg at 1.84674 mg/day) drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a CT scan without contrast, on (B)(6) 2018, and the results showed a possible granuloma. On (B)(6) 2019, the patient went to see the neurosurgeon complaining of increased back and right leg pain. A CT myelogram was performed, on (B)(6) 2019, and a catheter tip granuloma was noted. A CT scan was again performed, on (B)(6) 2019, and a possible granuloma was noted. The patients intrathecal pump was also at end of life so surgery was performed to do a intrathecal pump replacement and intrathecal catheter replacement as well on (B)(6) 2019. The device disposition was unknown. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The issue resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6). Document contained no new information. Document contained no new information.